Event description:
It was reported that the device exhibited error 1660. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid ingression on the downstream occlusion (dso) sensor. The event history log was unable to be downloaded due to error code 1660 on the device display. Functional testing was able to duplicate the reported problem. It was determined that the faulty microprocessor unit (mpu) board was the root cause and was replaced. The dso sensor was also replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.